Event description:
The conductive/anti-static wheels used on the model 500 pediatric stretcher/crib produced and shipped during the period of november 2002 through and including may 2003 may not have conductive/anti-static properties.